Manufacturer narrative:
The customer reported that the monitor on the cns (central monitoring station) has a buzzing sound and will not stay powered on. When the monitor is on there are lines displayed on the screen. Customer switched out monitor with a spare to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the monitor on the cns (central monitoring station) has a buzzing sound and will not stay powered on. When the monitor is on there are lines displayed on the screen.